Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172358.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an alert/notification settings issue occurred. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.